Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.